Event description:
During trialing, the trial ball fell off when the hip was dislocated. Trial head ball could not be found and was left in the patient.

Manufacturer narrative:
Examination is not possible as the instrument remains in the patient. A lot code to determine product age was not known. Current product design includes a wire within the material so that it can be located by x-ray should it become lost in the patient. A two-year complaint database search finds no other reports of any kind against this product code. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.